Manufacturer narrative:
Correction information is provided in h.8., and additional information was provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the injector went above or below the lens and damaged the lens; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All company handpiece injectors are 100% inspected at the end of the manufacturing process to ensure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, they had been having issues with the company injectors for the company lenses. Frequently, the stamper went above or below the lens and the lenses took damage after injection. Furthermore, they had noticed that the stamper did not stay central. It pushed over the optic and could not be set correctly. Maybe it was damage over time to the company injectors. There were damages to 2 types of company lenses due to injectors, central cracks in the optic were observed and haptics were damaged. The lenses were explanted during initial procedure. Patients were doing fine. Additional information was requested and no new information is available. This report is associated with multiple complaints. This file is 1 of 3.